Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and drain was implanted. On (B)(6) 2015, in the ICU, it was noted there was an anomaly in waste fluid. As there was little waste fluid, the fixed suture was cut and then a burst to start the drainage. There were no adverse patient consequences reported.